Event description:
The customer reported that following a diagnostic catheterization on september 20, 1999, a vasoseal vhd kit size 2 was deployed. No pt complications were noted. On october 6, 1999 the pt returned to the hosp complaining of numb and cold right lower extremity. An exploration of the right femoral artery was performed and the collagen was removed from the femoral artery with an endarterectomy and patch angioplasty of the common femoral artery. No further complications were reported.